Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ h3 other text : device not returned

Event description:
It was reported that the customer experienced a low blood glucose level of 40 mg/dl. Customer consumed carbohydrates to address bg. The customer was able to regain connection after bringing transmitter and pump within range and continued to use pump for insulin therapy.